Event description:
I had received 4 boxes of free at home covid-19 testing kits and when I opened the first box it didn't contain the sealed solution. I proceeded to open the other 3 boxes and they didn't contain the sealed solution either. I cannot order anymore free at home testing kits as this was my 3rd order and the maximum allowable is 3 orders, however, this 3rd order I'm reporting was not usable due to missing contents. My reason for reporting this to you is 2-fold. I'm requesting a 3rd order be sent to me as the 3rd order previously sent was incomplete and I was unable to test myself. Secondly, I'm sure there are others who have received incomplete testing materials in their boxes to allow for testing but haven't reported. Should you decide to send me a free home testing kit; my name and address is as follows: (B)(6). FDA safety report ID# (B)(4).